Event description:
On (B)(6) 2014, the lay user/patient¿s wife contacted lifescan (lfs) alleging the patient¿s one touch ultra 2 meter read inaccurately high compared his feelings and or normal results and to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on (B)(6) 2014. The reporter stated that the alleged inaccuracy began on (B)(6) 2014, at 4:30 a. M. When the reporter found her husband ¿altered and not responsive¿. This prompted her to test the patient¿s blood glucose and she obtained a result of ¿308 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (unknown type, self-adjuster). The reporter stated she felt the alleged inaccurate result was high compared to his feelings, so she did not take any action in regards to her husband¿s normal diabetes management and called emergency medical services (ems). At 5:00 a. M. Ems arrived and tested the patient¿s blood glucose. They obtained a result of ¿38 mg/dl¿ with the ems meter. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. Ems treated the patient with ¿glucagon¿ and the reporter gave him ¿orange juice¿. Between 5:30-5:45 a.m., ems retested the patient¿s blood glucose and obtained a reading of ¿125 mg/dl¿ with the ems meter. At the time of the follow-up call, the reporter stated that her husband tests his blood glucose 4-6 times a day. The reporter stated that, prior to the onset of the symptoms, the patient last tested at 12:00 a. M. The reporter does not recall the result obtained with the subject meter; however she stated her husband ¿ate a snack and took insulin¿ based on the blood glucose result obtained at the time. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (06/16/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.